Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) was damaged after retraction and did not hold pressure. The mynx control vascular closure device (vcd) and the sheath were pushed out of the patient. Manual compression was performed and hemostasis was achieved. There was no reported patient injury. The user was trained on the device. The device was prepared and stored according to the instructions for use (IFU). A 6f avanti+ sheath introducer was used. The balloon lost pressure after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery. No visible damage was observed on the sheath or at the distal end of the sheath after removal. Peripheral artery disease was present at the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was reported as little. The device will be returned for evaluation.